Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had issues with high blood glucose levels. The customer's blood glucose level was reported to be over 600mg/dl. The customer states the highs may have been attributed to stress from a recent funeral. The customer states they will be calling back at a later time to troubleshoot. No further assistance provided at this time.